Event description:
During total hip arthroplasty, intraoperative fractures occurred in the vicinity of the lesser trochanter related to broaching. The surgeon reinforced the fractures with cable. The post operative report from the surgeon indicated that fixation of the stem is good after keeping it unloaded for about 2 weeks.